Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to achieve hemostasis cannot be replicated as it is based on circumstances of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the prostyle instructions for use (IFU) states: for access sites in the common femoral vein using 5f to 24f sheaths. For venous sheath sizes greater than 14f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU deviation would have directly contributed to the reported difficulty. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot (vessel not captured), enlarged arteriotomy or use of device with inappropriate introducer sheath size. The treatment appears to be related to the circumstances of the procedure. It is unknown if the IFU deviation contributed to the reported difficulties. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - indication for use.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional ablation procedure. The suture of one prostyle device was successfully pre-placed. The sheath was upsized to a 16f, and the interventional procedure was completed. Reportedly post procedure, the knot was successfully advanced to the vessel wall and tightened (functioned as intended); however, complete hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.